Event description:
The patient presented with severe uveitis post-op and was hospitalized for treatments with antibiotics and steroids.

Manufacturer narrative:
This lens is sold in the USA under model mi60lus. (B) (4).